Event description:
It was reported that shaft break occurred. The target lesion was located in a heavily calcified vessel. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, it was observed that the shaft was snapped 46cm from the tip of the balloon. All of the pieces were reclaimed and nothing was left in the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.